Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0209407900, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported problems with the battery. Factors that may have led or contributed to the issue remain unknown. No troubleshooting/diagnostics were performed and no actions were taken. It was reported that the issue was resolved on (B)(6) 2016. The issue was related to the battery and no surgical intervention occurred. Relevant medical history includes idiopathic functional urinary incontinence since 2008. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 309328, lot# 0209407900, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that problems with the battery was specified to be the percentage of the battery was used. The patient does not have real improvement and still mentions 7 to 9 mictions, 1 to 3 urgent miction and 1 urinary leak every day. No further complications were reported/anticipated.